Event description:
The nurse of a (B)(6) male pt contacted zoll customer support to report that the pt's monitor was alarming that there was a problem with the battery packs. The pt was issued a replacement charger/modem, monitor and battery packs.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (charger problem) has been confirmed. Upon eval, there was liquid contamination on the battery board and q1 (current controlling transistor) was defective on the bedside board. The cause of the improperly functioning charger/modem is the contamination on the battery board and the defective q1. The root cause of the contamination could not be positively identified, but was likely liquid ingress of an unknown contaminant. The root cause for the defective q1 component cannot be positively identified. Device eval of monitor sn (B)(4) has been completed. Upon investigation extensive corrosion was discovered on the battery connector and monitor c/a board. The root cause of the corrosion was ingress of an unknown liquid. Device eval of battery pack sn (B)(4) has been completed. The reported problem (battery problem) was confirmed. As received, the battery would not charge or power on a monitor. Upon eval, the pca board was corroded. The cause of the corrosion is likely liquid ingress of an unknown contaminant. The root source of the liquid ingress cannot be positively identified. No adverse event resulted from the contaminated charger/modem, monitor, and battery pack. The pt received a replacement charger/modem, monitor, and battery pack. Battery charger/modem sn (B)(4), manufactured: 03/2012. Monitor sn (B)(4), manufactured: 06/2011. Battery pack sn (B)(4), manufactured: 05/2011.